Event description:
Customer called to report that the unicel dxc 800 synchron system generated falsely low sodium results. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The results were reported outside the laboratory, but were flagged by the physicians and amended prior to the initiation of patient treatment based on the results. The samples were rerun on the other dxc instrument in the laboratory, and the reports were amended. The field service engineer (fse) inspected the instrument and found a significant amount of yellow precipitate build-up in the chloride port of the flowcell. The fse also noticed that the modular chemistry (mc) syringe was severely rusted and worn. The fse cleaned and replaced those hardware parts, and reminded customer of routine maintenance procedures to prevent these issues from recurring. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issues.

Manufacturer narrative:
The issue was resolved when the field service engineer cleared the flowcell build-up and replaced hardware parts. It appears that the root cause of the instrument issue was due to insufficient customer maintenance procedures. Customer has not called back to report any further issues relating to this event. (B)(4).